Manufacturer narrative:
The device history record was reviewed and found manufacturing and sterilization records to be acceptable. One bl5113 tyvek label from lot: x8480, along with one purple micro-coaxial needle, was returned inside a plastic ziploc bag. The expiration date on the label is 2028-jul-19. The rest of the pack components and the handpiece that were used were not returned. The needle is in two pieces. Visual inspection found that the shaft is heavily soiled with dried solution deposits, and it is broken just above the tapered portion of the hub. Microscopic examination showed that both pieces are bent and possess jagged edges at the fracture site, along with gouges on the hub and shaft. The purple anodized color has faded or worn off in several areas of the shaft. The needle tip cannot function property in this condition. Due to evidence of use, the cause of the broken tip cannot be determined. The investigation is underway.

Event description:
The user facility in france reported that during a cataract extraction by phacoemulsification of the patient¿s left eye, the infusion tubing disconnected from the balanced salt solution (bss) line. This resulted in an abrupt loss of infusion while aspiration continued, causing collapse of the anterior chamber and an anterior posterior capsular rupture. The cassette and tubing were replaced due to loss of sterility. After replacement, the surgeon noted that bss flow was absent. Flow was present through the tubing alone and through the phaco handpiece, but flow through the phaco needle was obstructed. During removal and replacement of the needle, the needle broke and was difficult to remove. The patient¿s eye was preserved. The procedure duration increased to approximately 35 minutes. After 5 hours, the procedure was completed with manual phacoemulsification followed by vitrectomy. The planned posterior chamber iol could not be implanted due to the capsular rupture. A secondary surgical procedure was required for an implant that must be clipped to the iris via a posterior approach. The re-intervention was performed approximately one week later with a satisfactory outcome. The patient is recovering without reported complications, though recovery time is prolonged.